Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cerebrovascular accident. The patient¿s medical history is unknown. It was reported that it was related to the procedure performed on (B)(6) 2014 and the notification to biosense webster of the incident was reported on (B)(6) 2014. It is unknown when the stroke occurred. The patient will receive rehabilitation. There is no further information about the hospitalization and if any additional intervention was performed. No other patient information was known. Upon request, additional information was provided on the event. It was discovered post procedure. The physician¿s opinion regarding the cause of this adverse event is that it was related to the procedure however the cause is unknown.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because the lot number was not provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Pentaray nav eco, model #: d-1282-08-s, lot #: unknown. Acunav catheter, model #: m-5723-09, lot #: unknown. (B)(4).